Event description:
It was reported that high impedance was observed on the patient's vns. The patient's vns was disabled as a result. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.